Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The manifold and strain relief were not returned therefore the catheter batch/serial number cannot be identified. A visual and microscopic examination of the stent found that the first distal stent row was damaged with stent struts lifted and stretched upwards. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 1116 mm proximal to the distal edge of the device tip. The section of the device proximal to the break site including the proximal end of the hypotube and the manifold/strain relief was not returned for analysis. The break occurred at a site 32.4 cm +/- 5 cm from the distal end of the strain relief. Multiple hypotube kinks were also noted. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-march-2018. It was reported that crossing difficulties and shaft break were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 32mm synergy¿ drug-eluting stent (des) was advanced but failed to cross due to calcification and angulation. A 2.50 x 32mm synergy¿ des was also advanced but still failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and hypotube break. It was further reported that the device became kinked and a shaft break occurred.